Manufacturer narrative:
The devices were returned to the manufacturer for evaluation on 04/23/2018. All locking screws were intact, only exhibiting wear expected from normal use. However, both (two) biplanar plates broke in the same spot right after the center hole meets the neck of the device. The device history records for devices (B)(4) (lot hg17201), (B)(4) (lot hg17201), and (B)(4) lot hg17201) were reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the information provided, all hardware was removed in a revision surgery on (B)(6) 2018 due to non-union. Upon removal, both plates were found broken. The surgeon indicated the patient suffered a fall 3 days after the initial surgery which he believes contributed to the non-union. The most likely cause of the plates breaking is due to non-union, the devices were left unsupported as a result of the bones not being fused/healed. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2017, all hardware was removed in a revision surgery on (B)(6) 2018 due to non-union. It was reported that although there was no loss of correction, the patient suffered a fall 3 days after the initial surgery and both plates were found broken upon hardware removal. The doctor addressed the non-union by revising the patient with non-tmc hardware. There was no other report of any patient impact or injury as a result of this event.